Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that irrigation failure occurred during a procedure. The tip of the irrigation line that connects to the handpiece was deformed and caused leakage. The product was replaced and procedure completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The wet returned sample was visually inspected and marks/indentations were observed on the white hand piece luer on the irrigation and aspiration manifold. The sample was tested on a console and the sample prime and tuned with the hand piece successfully. During testing fluid leakage was detected from the white luer connector to the hand piece. When the luers were reengaged tightly into the hand piece, no leakage was observed. Further inspection of the white luer found sink marks in the flange area indicating this most likely was a start-up part from the molding process. Based on the sink marks observed on the white luer, the root cause of the customer's complaint is most likely related to an error during the molding process. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. However, molding engineering was notified of this complaint and determined the likely root cause to be a start-up part from the molding process. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).